Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not align or calibrate to the touch screen. The bezel overlay assembly was replaced and calibrated. It was also indicated that the handle covers were broken and therefore replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus would not activate the "end session" button. Replacement and calibration of the stylus did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.